Event description:
During a laparoscopic sigmoid resection the goldvac electrosurgical pencil and the system 5000 electrosurgical unit (esu) were utilized for the procedure. Reportedly, the safety holster for the electrosurgical pencil was set-up; however, the pencil was not placed in the holster when not in use, but instead the pencil was placed on the surgical drape covering the patient's left thigh. It was reported the pencil remained activated when it was placed down on the drape. It is not known how long the activated pencil was left on the surgical drape, but when the pencil was picked up, the surgeon noticed that there was a hole in the drape. The hole was then covered by a new drape and the case went on and completed as planned. After the completion of the procedure and once the drapes were removed, a burn approximately the size of a dime was noted on the patient's left thigh. As reported, treatment for the reported burn was a surgical excision of the burn and the wound was dressed. No photographic evidence of the patient burn was provided by the end-user facility. Further information received from the end-user facility revealed that the involved device will be retained by the user facility risk management department and therefore will not be returned for evaluation. Regarding patient demographics the patient's weight was not made available.

Manufacturer narrative:
Additional manufacturer narrative: as previously reported, the involved goldvac push button smoke evacuation electrosurgical handpiece was retained by the end user facility risk management department and will not be returned to conmed corporation for evaluation. Photographs of the "used" device were provided by the end-user facility. These were photographs of the used device packaged in a clear plastic bag. A review of the provided photographs of the involved device showed the over-molded suction tube of the device as being covered with blood splattered on all surfaces of the tube shown in the pictures. This tube is intended to only remove smoke plume from the surgical site via a smoke evacuation system. This tube is not intended to remove fluids from the surgical site and the "intended use" statement can be found on the device IFU (instructions for use) under safety tips: "the goldvac pencils are not intended to suction fluids from the surgical site". The provided photographs gave an appearance as if bloody fluid was suctioned through the over-molded suction tube of the device. In this instance, the reported event occurred later in the procedure and therefore the timing of the event and the evidence as shown on the provided photographs suggested that the surgeon inadvertently suctioned fluids from the surgical site into the vacuum system possibly shorting the control switches located within the handpiece. This device was manufactured (B)(6) 2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing 200 units, there were no other similar complaints received. A 2-year review of the complaint history shows twelve (12) similar reports for auto activation/remains active, for the goldvac pencil device family, including this incident. Of these twelve (12) received reports only three (3) reported incidents, all from this end-user facility, resulted in "burn/cut to the patients" (see numbers 3007305485-2014-00090 and 3007305485-2014-00091). Reportedly, all three (3) of the burn injuries occurred when the surgeons placed the devices on the patients instead of the provided safety holsters while the units were allegedly "stuck" in the activation position. It should be noted that after utilization of this device, the cautery blade may still be hot enough to burn through a drape and burn the patient when improperly placed on the patient drape instead of being properly stored in the supplied safety holster when not in use. In addition, the ultraclean electrode of the device can be extremely hot after use and can cause severe burn to the patient without the device being activated if the device was improperly placed on a patient drape immediately after utilization of the electrosurgical pencil. The goldvac pencils are designed to be used in conjunction with conmed goldvac ultraclean electrodes. The goldvac pencil enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. In this reported event, as well as the two other similar events received from this end-user facility, the physician placed the goldvac pencil onto the surgical drape on top of the patient. No safety holster was utilized for the device when it was not in use in the procedure. It was also reported, in each case, that the physician did not hear the esu activation tone that is emitted when the electrosurgical pencil was allegedly in the activation mode. In regards to the activation tone of the esus, in the two past similar events from this end-user facility, it was noted by the service technician who evaluated and serviced these esus after the incidents indicated that the activation tone, on each esu, was set on the minimum setting for the activation tone. The minimum activation tone of the system 5000 esu is barely audible in a quiet, empty operating suite. The activation tone volume set on the minimum setting most likely would not have been audible to the surgeons in an occupied, busy operating room suite. The activation tone setting of the esu in this reported incident is unknown. The system 5000 user manual states in section 2.0 installation and operation, 2.3.1 preliminary functional testing: "the following checks are recommended upon initial installation of the equipment and prior to each use of the instrument to avoid unnecessary delays in surgery. #15. Connect a hand controlled accessory to one of the monopolar accessory receptacles. Activate the cut and coag buttons on the accessory, one at a time, verifying that each control causes the correct indicator and tone to sound". The aorn (association of perioperative registered nurses) perioperative standards and recommended practices, recommended practices for electrosurgery, recommendation IV, paragraph 4 reads: "audible activation indicator(s) and alarms should be present and loud enough to be heard above other sounds in the or. The volume of the activation indicator should be maintained at an audible level to immediately alert personnel when the esu is activated inadvertently". In addition, the IFU for the goldvac pencil states under safety tips: "always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use". The system 5000 user manual further states in section 1.1.1 cautions for equipment preparation: "unused accessories should be stowed in a safe, electrically insulated place such as a nonconductive holster, isolated from the patient". This operator manual further states in section 1.1.3 cautions for use: "safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood, and followed in order to ensure safe and effective use of the equipment". To reduce the risk of patient/user injury the instruction for use (IFU) of the goldvac pencil provides the following precautions and warnings: - always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use. - the goldvac pencils are not intended to suction fluids from the surgical site. - use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. - never allow cables connected to these devices to be in contact with skin of the patient or the operator during electrosurgical activations. - do not permit cables connected to these devices to be parallel and in close proximity to the leads of other electrical devices. Inspect and test each device before use. These devices should be inspected before each use. Visually examine the devices for obvious physical damage including: - cracked, broken, or otherwise distorted plastic parts. - broken or significantly bent connector contacts. - damage including cuts, punctures, nicks, abrasions, unusual lumps, or significant discolorations. Verify that the electrode is fully and securely seated in the pencil before use. Considering the unusual circumstance whereby this end-user facility has reported three (3) separate incidents involving 2nd degree burns to the patients related to the utilization of the goldvac electrosurgical pencils where the devices were left on the patient's drapes in all cases, a conmed representative has since provided an extensive in-service training to the surgical operating room personnel regarding the proper and safe utilization of the goldvac electrosurgical pencil and its accompanying safety holster. The conmed representative is also available to repeat the in-service if requests arise from this facility, if all appropriate staff members were not available during the initial in-service training on (B)(6) 2014. Additionally, an education letter will be sent to the user facility to reiterate the importance of placing the "hot" electrosurgical devices in the provided safety holster when not in use throughout the procedure. The brand name of the involved device has been changed. Device retained by end-user facility.

Manufacturer narrative:
A folow-up and final report will be filed upon completion of the quality engineering evaluation of the reported incident. Device retained by risk management.